Event description:
A reprocessed har 36 shears did not work when it was fired. A second reprocessed har 36 was opened to complete the case. No harm came to the patient. Manufacturer response for reprocessed shears, ace harmonic (per site reporter). The device will be returned to stryker sustainability solutions for failure analysis. Per their request, the generator type and software version used in this case will be provided.

Event description:
A reprocessed har 36 shears did not work when it was fired. A second reprocessed har 36 was opened to complete the case. No harm came to the patient. Manufacturer response for reprocessed shears, ace harmonic (per site reporter): the device will be returned to stryker sustainability solutions for failure analysis. Per their request the generator type and software version used in this case will be provided.